Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, the clave secondary port on the cassette of the tubing set broke off. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.